Event description:
It was reported that during use with a bd insyte¿ autoguard¿ bc shielded IV catheter unspecified plastic part fell off. The following information was provided by the initial reporter: it was reported that: plastic parts falling off.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd insyte¿ autoguard¿ bc shielded IV catheter unspecified plastic part fell off. The following information was provided by the initial reporter: it was reported that: plastic parts falling off.